Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks and inappropriate anti-tachycardia pacing (atp) for the patients supraventricular tachycardia (svt). The shocks appeared to accelerate the arrhythmia to ventricular fibrillation (vf). Technical services (ts) reviewed the presenting electrogram (egm) and stated that the therapy was delivered and this device had normal device function according to programming. This device currently remains in service. No adverse patient effects were reported.